Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. A lead fracture is suspected. It was decided to explant the lead, however the explant was unsuccessful, the lead experienced difficulty to be removed and the lead was surgically abandoned. Another lead was implanted instead. No further adverse patient effects were reported.